Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty deploying the clip appears to be related to procedural conditions and likely due to the angulation observed between the clip and dc shaft during deployment; however, a cause for the angulation (device operates differently than expected) could not be identified and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficulty to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, the clip did not initially release from the cds and there was angulation between the clip and delivery catheter (dc) shaft. Gentle clockwise and counter clockwise turns was made with the dc handle and the m/l knob was gently turned in the l-direction. After 3 minutes, the clip deployed, reducing the mr to 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.